Manufacturer narrative:
Section a: correction. D9: 14-feb-2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was unable to be duplicated. The device was found to be working as intended. No action was taken. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a disposable alarm. No further information is known.